Event description:
In 2008, the sales representative reported that a revision surgery was performed for a screw that was too medial. The surgeon explanted to screw and implanted another one. On 04/02/08, the sales representative reported that there was no pt injury. After a post-op scan it was noticed that the screw was too medial.

Manufacturer narrative:
Request has been made to obtain the product. Evaluation is pending ,upon the return of the product.